Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble anomaly. The customer¿s blood glucose level was 126 mg/dl. Customer stated that the approximate size of air bubbles was champagne size but they join and then they became bigger between 2 and 3 centimeter. Customer stated that customer noticed air bubbles during filling process. Troubleshooting was performed. The reservoir will not be returned for analysis.